Event description:
It was reported that the caller noticed black liquid around the rack pushrod when changing the cartridge, which started occurring either in april or may 2025. There was no adverse impact to the customer¿s blood glucose level. The customer cleaned the area with a paper towel and resumed the normal load process, which resolved the issue, and no further assistance was required.